Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported anemia could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6) 2022 due to a failure to thrive (refer to MFR # 2916596-2023-01455). The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range can also be found within this document, as well as considerations for when there is a risk of bleeding. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding and hemolysis. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had persistent anemia despite other interventions. The event date was estimated to be on (B)(6) 2022. The anemia was treated with digoxin and octreotide. The anemia was thought to be multifactorial.